Manufacturer narrative:
The serial number for meter a is (B)(6). The serial number for meter b is (B)(6). It was noted that the screen of the meter is cracked. It is not in the results field, the crack is up at the top. The product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of questionable glucose results for 1 patient with accu-chek inform ii meters. Results from meter a: at 12:02 pm the result was 335 mg/dl. At 12:04 pm the result was 158 mg/dl. Results from meter b: at 12:09 pm the result was 230 mg/dl. At 12:11 pm the result was 88 mg/dl. Result from meter a: at 12:59 pm the result was 101 mg/dl. It was unknown if a different finger was used for each test.